Event description:
It was reported that two weeks post implant, the lead was not capturing at 7.5 v due to dislodgedment. An insulation break was found upon removal of the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.